Manufacturer narrative:
Continuation of medical devices: product ID dtbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department (ed) due to receiving shocks twice prior. Lead integrity alert (lia) was triggered due to oversensing noise. Follow up with patient¿s clinic indicated the patient was instructed to go to the clinic. There was possible fracture. No further information was provided. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient called to report ¿I had a broke wire¿ and ¿I am sick and tired of being shocked¿. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.